Event description:
The account stated that error code 1007 (unable to process test, activated read failure) was generated on the architect i2000 analyzer. Trouble shooting determined that the issue caused by the reaction vessel cells. No impact to patient management was reported by the customer.

Event description:
This is a spontaneous report by a nurse from (B)(6) of intestinal infection and bacterial peritonitis with culture positive for e. Coli in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient developed an intestinal infection. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis with culture positive for e. Coli. The cause of the peritonitis was an intestinal infection. The patient did transfer to hemodialysis. It is unknown if the pd therapy was ongoing. It was unknown whether the peritonitis resolved. The reporter believed that the bacterial peritonitis with culture positive for e. Coli was not related to pd therapy. No statement of causality was given for the intestinal infection.

Event description:
The facility representative reported on a colleague triple channel pump during patient therapy (patient connected) that made a noise , displayed fail code 811, and shut down. This event occurred during open heart surgery. The pump was swapped out to restore therapy. There is no known patient injury and no known incident report. The patient's demographics are unknown. The drug(s) that were being infused are unknown. No additional information was available.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, it was reported that the patient noted leakage of solution from a crack in the tubing set. The volume of solution that leaked was not specified. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced an the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Upon further review, it was determined the suspect architect reaction vessel lot, 68007p100, was in use at the customer facility.

Manufacturer narrative:
(B)(4). Additional architect reaction vessel lot 68007p100, device MFR. Date: 8/11/08, expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.